Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 320cc mentor memorygel breast implant breast was noticed by the surgeon to have discoloration and a spot on it. There was no patient contact reported.

Manufacturer narrative:
On november 10, 2020, device evaluation was completed. Device evaluation summary: the device was received out of its thermoform. During evaluation of the device, the gel was found to look normal, not discolored. Additionally, a particle not embedded on the shell was observed, measuring approximately 0.80 mm^2 (0.008 cm^2). If a defect is larger than 0.60 mm², it is to be rejected and documented in device history record. The particle that was identified on the shell was not embedded, meaning that the analysis lab was able to remove it. The source of where the particle came into contact with device and thermoform is unknown. At various stages of the manufacturing process, there are inspections to evaluate the shell. The devices are examined for obvious defects and rejected and addressed through the quality system. If the particle would have been present during the inspection, the device would have been rejected per a calibrated tappi chart as it measured 0.80 mm². The composition of the device was investigated with the use of infrared spectroscopy. It was concluded that the matter was primarily composed of a polyvinyl-based material such as pva, pvai, or pvc, among other polymers. Polyvinyl is a synthetic, biocompatible, and toxicologically safe polymer that is exceptionally well-suited for a variety of pharmaceutical and medical device applications. The source of origin could not be determined. All manufacturing areas where the shell or device is exposed to the environment are within a controlled manufacturing environment (cme). Mentor irving, tx has established procedures to ensure environmental control is maintained. Environmental control is intended to reduce potential contaminants, particulate and/or foreign matter that may affect the cosmetic appearance or structural integrity of a finished device. Environmental control includes the following: gowning and behaviors, cleaning of the cmes, and room pressure monitoring. Issues of this nature are cosmetic defects that will be noticed by the customer and cause customer annoyance, which can lead to a customer complaint. However, such particles will not cause injury or illness to the customer, and are unlikely to render the product usable or difficult to use. The particle on the device was discolored, and not the implant itself. This is corroborated by the patient's paperwork received indicating that the implant had a small discolored spot when the packaging was opened, and the implant was not used. The device code "discolored" was inadvertently reported under the initial report, and device code 1170 does not apply. Manufacturer¿s reference number: (B)(4).